Event description:
A surgeon reported during a cataract procedure, a patient experienced a posterior capsule (pc) tear. The surgeon stated the pc tear was a result of his technique and getting used to the different view of the scope, and was not a result of the scope itself. The procedure was completed. Additional information has been requested but will not be received as the surgeon has requested to not be contacted further regarding this event.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However a review of the complaint trends shows that the frequency reported is within known levels for this event. The root cause could not be determined. (B)(4).